Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device measured high out of range shock impedances above 125 ohms in two configurations. This device and right ventricular lead remain in service at this time. The physician has elected to monitor the system. No adverse patient effects were reported.